Manufacturer narrative:
The evaluation of the device is currently in progress. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported that during a revision procedure the physician found the anchor was broken in half. The anchor and lead were removed and replaced, and no injuries were sustained by the patient. There have been no reports of further complications regarding this event and the patient is currently using their device to find effective pain relief.

Event description:
The device was returned and analyzed.

Manufacturer narrative:
The device was returned for analysis. Investigation of the anchor found it was not broken in half but rather the silicone casing was torn near the suture loop. The damage is indicative of stretching or tearing occurring over time. However, the exact root cause of the damage could not be determined.